Manufacturer narrative:
MFR # 2017865-2017-32255. Has been submitted for the right ventricular lead.

Event description:
It was reported that the patient presented via merlin.net transmission, non-sustained right ventricular oversensing episodes due to myopotential oversensing were noted. The patient was asymptomatic. The oversensing issue was resolved when the right ventricular lead was replaced during an unrelated lead procedure on (B)(6) 2017. The patient was in stable condition.